Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log but could not reproduce problem. Fse checked the tubing connections for the wash and waste tubing for all 4 probes and waste valve tubing. Fse replaced the waste tubing for the probes and waste valve tubing. Fse primed all fluids, performed daily run, and ran quality control without any errors. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [3005] leak sensor detected leakage. Cause: the leak sensor under b/f unit detected leakage. Measurement is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to worn waste probe and valve tubing.

Event description:
A customer reported getting error message "3005 leak sensor detected leakage" during a sample run on the aia-2000 instrument. Following the technical support specialist (tss) instructions, the customer replaced the wash tips, dried the wash probes, and performed quality control run without errors, but error reoccurred the following day. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth), follicle stimulating hormone (fsh) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.